Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately ten years post port device placement, the catheter allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one MRI ultra slimport attached to a catheter was returned for evaluation. Visual, microscopic visual and functional evaluations were performed. Therefore, the investigation is confir,med for catheter damage as during functional testing one longitudinal split was noted approximately 2.2cm from the distal end of the cath-lock and the edges of the split were clean. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4. H11: h6 (results, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately ten years post port device placement, the catheter allegedly damaged. There was no reported patient injury.